Event description:
The user facility reported to terumo cardiovascular after cardiopulmonary bypass surgery that there was a problem with the o2 system throughout the case.

Manufacturer narrative:
Terumo did receive the actual device and decontaminated through the bleach process and evaluated. Performance tests could not confirm the complaint. No patient information was provided, thus terumo is still investigating and will submit a follow-up report when new information is received. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).